Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned and the eval is currently underway.

Event description:
It was reported that a pt presented to the emergency room approx ten months post filter implant, and imaging demonstrated that the ivc filter had migrated above the renal veins. In addition, a large clot burden was observed within the filter. Two days later, thrombectomy was performed and the ivc filter was removed w/o incident. Another MFR's ivc filter was implanted w/o incident. Later that day, the pt's condition worsened and the pt expired. According to the physician, the official cause of death was "pe". The physician reported that the "ivc filter did its job".